Event description:
It was reported that during a carotid stenting (cs) procedure, deployment difficulties occurred. The 80% stenotic, eccentric, and de novo lesion was located in the non-tortuous and non-calcified mid left internal carotid artery (ica). Vascular access was gained through the femoral artery. The lesion was not pre-dilated. The carotid 8.0mm x 36mm wallstent monorail was advanced to the lesion over the ez filter wire and a mach1 guide catheter. The physician attempted to deploy the carotid 8.0mm x 36mm wallstent monorail 4 times, but it "would not fully open." The carotid 8.0mm x 36mm wallstent monorail, guide catheter and the ez filter wire were removed together without incident. The procedure was successfully completed with a carotid 7.0mm x 50mm wallstent monorail, and another ez filter wire and mach1 guide catheter. The stent was post-dilated with an unspecified 4.5mm x 20mm balloon catheter. No pt complications or injuries were reported. The patient's status was reported as "stable."

Manufacturer narrative:
.